Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and erosion. This rv lead was difficult to pull back due to heavy fibrosis in the superior vena cava (svc). The physician decided to switch to a different method and used a deflectable wire to explant the lead. The rv lead was explanted. No additional adverse patient effects were reported.